Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"Sales rep. (B)(6) called in to tac to report this pae event. The customer reported this information to him. He was not present at the procedure. The customer reported that the laser fiber broke during the procedure. There was a spark where the laser fiber broke during the procedure and surgery tech was injured. The laser burnt through the tech's gown and burnt her skin. No patient injury. The procedure was an ureteroscopy procedure. The doctor was able to finish the procedure since the event occurred toward the end of the procedure."